Event description:
An impella cp was inserted via right femoral artery in a 55-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 1 of support, after transfer to the intensive care unit bleeding was observed from the right groin site. This occurred after exchange from the peel away to repositioning sheath. It was reported that the repositioning sheath was sutured through back 2 eyelets up to the abdomen, and the access site was bleeding underneath the sheath. Bleeding resolved after utilizing forward tension sutures at front two eyelets. The patient received 1 unit of blood. On day 3 of support, the device was explanted. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 and h3. Major bleed/access site adverse event: the cause of major bleed/access site adverse event was most likely use related since the bleeding was resolved after utilizing forward tension sutures at front two eyelets instead of rear eyelets and no issue was found on the pump.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.